Manufacturer narrative:
It was reported that a patient underwent placement of a trapease permanent vena cava filter. Additional information received indicated that approximately sixteen months later the patient became aware that the device could not be retrieved, there was clotting and occlusion of the device and the patient has experienced weakness and pain in the lower extremities, shortness of breath and anxiety. Of note, there have been no documented attempts to retrieve the device provided. The indication for placement of the device was a history of deep vein thrombosis (dvt), the most recent prior to device placement was partially occlusive thrombus in the left popliteal and superficial femoral veins. The patient also had a history of pulmonary thromboembolic (pte) disease. The patient¿s medical history is significant for hypertension, thyroid disease, a right kidney transplant, hyperlipidemia, insomnia, neuropathy, restless leg syndrome and left leg swelling. The device was placed via the right femoral access, below the left renal vein at l2-l3. He right renal vein could not be visualized in the vena gram. There were no reported complications associated with the implant. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without films of the index procedure or post implant imaging, the reported ¿filter embedded in wall of the ivc¿ and retrieval difficulty, could not be confirmed and could not be further clarified at this time. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could be confirmed. Anxiety, shortness of breath and leg pain and weakness do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease permanent vena cava filter on or about (B)(6) 2014. The following additional information received per the patient profile form (ppf) indicates the device was implanted due to a history of recurrent deep vein thrombosis (dvt) and pulmonary thromboembolic disease (pte.) The patient is also reported to have a history including hypertension, thyroid disease, right kidney transplant, hyperlipidemia, insomnia, neuropathy, restless leg syndrome, and left leg swelling. The ppf indicates the device is unable to be retrieved, although there have been no known documented attempts at retrieval. The patient is also reported to have experienced weakness and pain in the legs, shortness of breath, clotting, and occlusion of the filter, and continues to experience anxiety related to the device.